Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4 based on the returned product.

Event description:
It was reported that the patient experienced symptoms of hypoglycemia on (B)(6) 2023 between 12:30 p.m. - 1:00 p.m. He was drowsy, dizzy, sweaty palms, and he could not stand up and walk. The patient's blood glucose result was 129 mg/dl at 12:45 p.m. The patient's son treated him with a glass of orange juice and contacted the paramedics due to his symptoms. The patient's blood glucose result was 39 mg/dl on the paramedic's meter. The paramedics treated him with dextrose via IV. The patient was transported to the hospital. The blood glucose result was 59 mg/dl on the hospital's meter. The hospital treated him with more dextrose via IV. The patient was released from the hospital on (B)(6) 2023.